Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Event description as provided in medwatch (B)(4): describe the event or problem: according to dosetrac logs for the b. Braun IV pump, there were alarms encountered after the levophed was initiated. Etomidate was given for intubation at 1926. The resuscitation navigator documented code start at 1935. She received sodium bicarbonate and multiple doses of epinephrine for asystole with ongoing compressions with the lucas device. At 1942, the patient was documented to be in sinus tachycardia and compressions were stopped. Per maclab documentation, the patient arrived in the cardiac catheterization lab at 1951. According to dosetrac logs for the levophed infusion, there were multiple alarms. Interventional cardiologist documented a note after the procedure indicating it was for the stemi (st elevation myocardial infarction) with cardiac arrest, cardiogenic shock, multiorgan failure and ultimately death. He documented that on arrival to the catheterization lab, the patient developed pulseless ductal activity with associated bradycardia to the 30s. Time out for the procedure occurred at 2002. Patient was documented to be intubated with palpable pedal pulses and radial pulses. A temporary single pacemaker (inserted at 2003 via the right femoral vein) was placed with a paced rate of 80. At 2005, the right femoral artery was entered percutaneously and for which a short sheath was placed and flushed. At 2010 a code blue was called and compressions were initiated. An 8 fr sheath was placed and flushed with the intra-aortic balloon pump being placed at 2012. Compressions were stopped at that time due to return of circulation. At 2014, the balloon was positioned in the descending aorta under fluoroscopy. At 2017, the left femoral artery was entered percutaneously. The patient lost pulses again at 2019 and compressions were initiated. Pulse checks were done every two minutes until 2034 at which time compressions were stopped and no pulses were detected. Return of spontaneous circulation was not achieved and the family was at the bedside and made aware. On review, the pump was started with levophed at 1805 in the ed (emergency department). An increase was made at 1812. A downstream occlusion alarm occurred at 1813:14 and the pump was restarted at 1813:25 with an increase in levophed at 1813:41. At 1815:47, an air bubble alarm occurred. Pump was held at 1816:58 and restarted at 1817:25. Levophed was increased multiple times between 1833:13 and 1912:05. At 1951:05 an air bubble alarm occurred. This was not restarted until 1959:21. At 2002:02 another air bubble alarm occurred, and the pump was held at 2002:27. It was restarted at 2002:31. Another air bubble alarm occurred at 2003:15 and was held at 2003:47. At 2006:15 an air bubble alarm occurred. It was restarted at 2010:48 with subsequent increases in dosing until 2011:11 when it had another air bubble alarm. Pump was restarted at 2013:03 and another air bubble alarm occurred at 2013:14. Pump was primed when an asv (adaptive support ventilation) was placed at 2014:04. An upstream occlusion alarm occurred at 2014:15 and pump was restarted at 2014:21. An air bubble alarm occurred at 2014:37 and was restarted at 2017:41 with another air bubble alarm at 2017:50. Pump was restarted at 2019:11 and stopped at 2045 when time of death was declared. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working).